Event description:
It was reported that a shaft break occurred. An opticross hd vascular imaging catheter was selected for use during a coronary procedure. The opticross hd vascular imaging catheter was used for pre-imaging without issue. As the opticross hd vascular imaging catheter was inserted into the patient for post imaging the shaft of the catheter separated. It was noted that strong force was not applied during advancing. The opticross hd vascular imaging catheter was removed and imaging was performed with another manufacturer imaging catheter. It was noted that the imaging of the opticross catheter was of low quality during live imaging. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the proximal end of the sheath assembly. The imaging window was observed detached near the lapjoint section. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Ic windup began 18.00cm from the distal end of the connector shaft. A broken driveshaft was also found. Microscopic inspection revealed the distal housing to be in good condition and the imaging window detached at the lapjoint section. The guidewire exit port and tip were observed in good condition. Impedance testing showed an electrical open at proximal wave form. An image test could not be performed due to the condition in which the device returned.

Event description:
It was reported that a shaft break occurred. An opticross hd vascular imaging catheter was selected for use during a coronary procedure. The opticross hd vascular imaging catheter was used for pre-imaging without issue. As the opticross hd vascular imaging catheter was inserted into the patient for post imaging the shaft of the catheter separated. It was noted that strong force was not applied during advancing. The opticross hd vascular imaging catheter was removed and imaging was performed with another manufacturer imaging catheter. It was noted that the imaging of the opticross catheter was of low quality during live imaging. No patient complications were reported.